Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On un unknown date, the patient in (B)(6) was hospitalized for duopa titration. On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day, the patient developed aspiration pneumonia and high fever. Patient was treated with antibiotics flagyl, devasid and avitaz 4.5gm once a day for 3 days. On (B)(6) 2018, patient experienced kidney function disorder. On (B)(6) 2018, the patient experienced sepsis, liver function disorder and decreased urination. The physician suggested that the drugs which could cause liver toxicity should be stopped. Blood transfusion was planned, but due to high fever it was not transferred. On (B)(6) 2018, the patient had cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and patient was transferred to intensive care unit. After an unspecified short period of time, the patient died. The cause of death was reported as sepsis.